Event description:
It was reported that an arjo national clinical sales support specialist was moving a citadel plus bed into one of the service lifts at (B)(6) in manual mode (not power drive) when an orderly came to assist with pushing the bed into the lift. The assistance was needed because laundry cages were positioned along the wall near the service lifts, creating a tight space. While moving the bed into the lift, the orderly accidentally ran over the arjo specialist¿s little toe, which became swollen and turned purple. No device malfunctions were reported.

Manufacturer narrative:
Based on the information received, the bed was in manual mode (not power drive) and was most difficult to maneuver due to its weight. The power drive system is optional and designed for straight movement only. According to the product¿s instructions for use (IFU 831.374-en rev. 14), power drive should not be used in tight spaces: ¿to maneuver the bed in small or tight areas, disengage the power drive from the floor and manually move the bed in the desired direction.¿ for manual transport, the IFU states: ¿warning: multiple people may be required to manually transport the bed depending on patient weight and floor conditions.¿ ¿navigate slowly, use slow speed when moving the bed around corners and through elevators and rooms.¿ additionally, the section transport and storage advises that the bed should be ¿handled with care.¿ based on the above, the incident appears to have resulted from a sequence of unfortunate events and failure to follow the guidance provided in the IFU for the citadel plus bed. The arjo device met its performance specification, as there was no device malfunctions that could contribute to the event. There was no indication of patient involvement. The complaint was decided to be reportable, due to allegation that the citadel plus bed rolled over a person¿s foot. The device is distributed outside the us and no gudid information exists.